Manufacturer narrative:
H3 - other - investigation performed on retained sample foron the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has determined orthotmsera anti-jka product fd162m lot v236730 to be fit for purpose therefore this complaint is not upheld alba biosicence reference number of this file is cnc-2730, cnc-2731 and cnc-2732.

Event description:
End user reports a false negative result with orthosera anti-jka product fd162m (6904548) lot v236730 expiry 04aug23. The end user reports five donor sam.les generated negative results with the reagent on ortho vision with mts buffered gel card. Additional testing with anti-jka lot v239155 expiry 30sep23 gave the expected positive reaction, 2+ & 3+ recorded, resulting in 3 complaints for lot v236730 from 19aug22 to 16mar23.